Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, low pacing impedance was noted on the right atrial (ra) lead. No intervention was performed, the patient will continue to be monitored. The patient was stable.